Event description:
It was observed during device evaluation that the cable insulation was torn causing wire to be exposed. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no (noting due to system limitation). The device was evaluated. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the instrument is damaged, a component is missing or you have any questions, do not use the instrument; immediately contact olympus." Reference page 8 as per IFU. "Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 13 as per IFU. Olympus will continue to monitor the field performance of this device.